Event description:
It was reported that the patient had two-step revision whereby a spacer was implanted on (B)(6) 2015, followed by removal of the spacer and implantation of a new total hip replacement system on (B)(6) 2016. With the exception of the spacer, it has not been possible to confirm precise dates when each component was explanted. A related, previous bhr revision was reported under MDR reference 3005975929-2018-00340.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the clinical information provided, pain, infections, lesions, osteolysis, dislocations, loosening, loss of mobility, loss of strength and metallosis may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. A likely, major contributor to these events is the (methicillin sensitive) staphylococcus intermedius identified, just 3 months post the first revision a review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.